Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The patient's international normalized ratio (inr) was found to be subtherapeutic. Subsequently, patient was admitted into hospital and was medically managed with heparin. Also, adjustments were made to their medication and the device was reprogrammed. At this time, no additional adverse patient effects have been reported. This product remains in-service.